Event description:
Patient presented to the physician with a hematoma at the ipg site. Physician prescribed antibiotics. Patient presented back to the physician with hematoma at the chest incision. Physician brought the patient into the or, opened the pocket, flushed and cleaned out the area, evacuated the hematoma, and closed.